Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications and the sling was removed in 1998. The device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal and urethral erosion, discharge, odor, pain and infection.